Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose in the mornings. Blood glucose at the time of event was unknown. The customer reported the husband would treat their blood glucose with a glucagon injection. Troubleshooting for the low blood glucose was declined. The customer also reported the sensor readings would always indicate low. The customer's blood glucose was 147 mg/dl. Troubleshooting did not occur for the insulin pump. The insulin pump was not returned for analysis.